Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime, compromised force sensor system test, excessive no delivery test and displacement test due to blank display.

Event description:
The customer reported via phone call that reservoir was leak. Blood glucose level of the customer was 280 mg/dl. Customer¿s other blood glucose value was 180 mg/dl. Customer went to change her set and reservoir and when she removed her reservoir she saw fluid in the compartment. Self test was performed and it was passed. The insulin pump will not be returned for analysis.